Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter reverted to the settings mode when attempting to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified time of the morning on (B)(6) 2011. She stated that she manages her diabetes with humalog 75/25 insulin and due to the alleged issue, on (B)(6)2011; she continued taking her usual dose. On an unspecified time of the morning on (B)(6) 2011, after the alleged issue began, she felt head pressure, and was urinating frequently. She denied receiving medical treatment due to her symptoms. At the time of troubleshooting, the cca noted that the alleged issue was resolved with proper instruction. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.